Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 0mg/dl, 104mg/dl, 237mg/dl. Tests were done within 10 minutes with a difference of 123%. Pt did not experience any adverse events. No further info has been reported.